Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. This event was reported to the FDA via a voluntary medwatch report. The report number (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was used during a procedure performed on an unknown date. According to the complainant, during the procedure the laser fiber was broken. The broken fragment was retrieved. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.